Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the medium-large clip applier was found to have the clipping function not working. The instrument jaws were not engaged well. There was no report of fragment(s) falling inside the patient. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument was in use for about an hour for vessel ligation then the issue occurred. The customer was unable to apply the clip properly during clip application because the instrument jaws were not engaged well. The customer used the medium-large clip on the vessel that was less than 10 mm in diameter. There was no system malfunction. The site did not attempt to reset the instrument and / or drape. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. In addition, the customer could not find broken or loose cable. Non intuitive motion was not observed. The procedure was completed robotically with no report of patient injury. It was unknown what caused the reported event. Photographic images of the device(s) or a video recording of the procedure were not available for iisi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint "clipping was unavailable. Jaws were not engaged well". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the clip test. The clip did not fully close onto the test tubing. No damage found. The root cause is not determinable/applicable. The instrument was transferred to engineering for further investigation. Primary fa was confirmed. The instrument was placed on an in-house system and failed the clip test. After further examination it was determined that the main tube was also bent. This bending had caused enough friction to prevent the push-pull rod from moving fully, which turn prevented the jaws of the instrument to clip. A review of the instrument log for the medium-large clip applier instrument (part # 478053-04/lot# n10210510 0016) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 68 uses remaining after last use. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.